Manufacturer narrative:
The ge field engineer attempted to contact the customer on three separate occasions to obtain more info. No response has been received at this time.

Event description:
A customer reported a loss of communication at the central station. No additional info is available at this time. Ge healthcare is unaware of any pt injuries or death associated with this event. Ge healthcare's investigation into the reported occurence is still ongoing. A follow-up report will be issued when the investigation has been completed.